Event description:
Hole in anastomis created. Opened a new circular stapler to complete the procedure. There was a delay in surgery completion. Manufacturer response for circular stapler, ethicon (per site reporter). Formal complaint/rga opened. Requested product to be returned for further investigation.